Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported micro adhesions on the right eye following the laser portion of laser assisted cataract surgery. As she was removing the capsule an anterior capsular tear was noted that proceeded all the way to the posterior and the lens dropped. A three piece lens was placed in the sulcus, a corneal suture was required and the patient was sent home with plans to see a retina specialist at a later date. Additional information received; the patient was seen by a retina surgeon four days following the original treatment. The topical steroids were increased, acetazolamide was prescribed, and an oral antibiotic was prescribed. In the surgeons opinion the cause of the tear is unknown but the adhesions that occurred during the laser treatment perhaps excessive laser energy that seemed to be four times higher than normal with a 35 second procedure time causing a excessive gas and a poor red reflex, difficulty rotating the lens, excessive vertical movements of patient (breathing excursions).

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).